Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg is inoperable. In addition, the patient has been without stimulation for approximately 2.5 years and it is unknown when the device was last recharged. However, it was noted the patient disliked recharging the ipg. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model.